Event description:
Caller reported results of 75 mg/dl and 589 mg/dl within 10 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.